Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient reported that the recharger wasn't recharging from the desktop charger. Patient said this issue started on and off for about 3 weeks. During call patient inspected desktop charger cord (dtc) and connector pin and said that the connector pin might be a little bent. No damage was seen to the recharger port. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the dtc.

Manufacturer narrative:
Analysis of 37761 (serial# (B)(6)) recharger found cable assembly had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that they received a replacement dtc, but the recharger still won't take a charge. Agent reviewed that the patient will need to be transitioned to the wireless recharger, but the patient mentioned that their implanted neurostimulator (ins) battery level was at 50% and they were worried it will run out in 2-3 days. Unable to transition patient to the wr because the battery level of their implant is low, which would cause their tremor to return. Repair to request a recharger.